Manufacturer narrative:
One claris¿ amplifier 120 channel sn: (B)(6), was received for evaluation. The field reported event was not able to be replicated. Power was applied to the amplifier and the amplifier passed power-on-self-test (post). The amplifier went status ready and communicated with the test claris computer. The electrocardiogram (ECG) and intra-cardiac (ic) signals were imported with an ECG stimulator to each channel and all the ECG and ic signals were displayed successfully. There was no loss of communications during the investigation. An ep-4 stimulator was then attached and the stim channels were tested using the parallel and the split lead connectors. These stimulus tests were successful. Evaluation testing was successful. Based on the information provided to abbott and the investigation performed, the reported event was not able to be confirmed, and the root cause remains undetermined as the returned amplifier passed all testing. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During the non-abbott pfa (boston scientific) procedure, communication issues resulted in the cancellation of the procedure. There were issues with the dws freezing. Log review of the dws indicated that the pfa was causing issues with the amplifier that was causing the dws to freeze. It was not possible to access the workmate claris computer to pace, and it was not possible to confirm block on the cti line. The procedure was not completed. There were no patient consequences.